Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: if other specify, remedial action required, remedial action #, imdrf annex a, b, c, d, g codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the pump module had an over infusion of heparin with a pump module that had dislodged/broken platen. There was patient involvement but no harm and did not require medical interventions although labs tests were repeated following the event.

Event description:
It was reported that the pump module had an over infusion of heparin with a pump module that had dislodged/broken platen. There was patient involvement but no harm and did not require medical interventions although labs tests were repeated following the event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.